Event description:
Repair request initiated for device with the report of seized/not running. It was reported there was no patient involvement. Repair request escalated to a product event due to evaluation finding of broken bur.

Manufacturer narrative:
H3: product analysis of pss unknown tool (lot: unknown): no conclusion can be drawn. Device evaluation anticipated, but not yet begun. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e m800, serial/lot #: (B)(6), UDI#: (B)(4). Product analysis of device em800 (B)(6): evaluation determined that attachment locked/seized. The most likely cause of failure could be worn front and rear bearings. It was also noted a broken piece of the bur was stuck in the device, failure to couple and collect laser markings are illegible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn as the tool was discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On followup it was reported that tool was discarded.